Event description:
Related manufacturer reference number: 3006705815-2022-17602, 3006705815-2022-17603. It was reported that after the patient experienced a significant fall the system showed high impedances and the patient experienced pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2022 where the ipg pocket was revised and the entire system was replaced. Therapy was restored post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.